Manufacturer narrative:
D4 UDI number is not required for this product code. H.6. - results = 3252 are based on the actual device evaluated; 213 is based upon evaluation of undamaged sections of the returned sample. H.6. - conclusions = 77 is based on the actual device evaluated; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device has been returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the urethane outer layer had been sheared off on approximately 55mm - 130mm from the distal end of the device. Magnifying inspection of the urethane outer layer - sheared segment found that the urethane outer layer had been semi-circumferentially sheared off the wire on approximately 55mm - 135mm, where the core wire was exposed. The shear cross-section of the urethane outer layer was in the smooth state. Based on the measurements there is a possibility that the sheared urethane layer approximately 75mm in length may have remained in the patient's body. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. Simulation testing was conducted. A current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. This state was found to be very similar to the actual device. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. There is no evidence this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. There is a possibility that the sheared urethane layer approximately 75mm in length may have remained in the patient's body. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer on the involved. The following information was provided by the user facility: during implanting of a cv port for a central venous catheter using a bard x-port, the physician used the metallic needle attached to the x-port in combination with the actual sample to reach the subclavian vein; in the course of advancing the actual sample, with the acute-angled vessel, the actual sample was subjected to pushing, pulling and twisting manipulations several times, subsequently, a dilator was inserted and the port was implanted; when the actual sample was withdrawn, the physician found fluoroscopically a foreign substance around the superior vena cava; the physician checked the actual sample and found that the urethane outer layer had been sheared off on around 100mm from the distal end of the device, remaining in the patient's body; and the physician decided that it was risky for the patient to try to extract the foreign substance and gave up retrieving it from the patient's body.